Event description:
It was reported that this pacemaker device was found in safety mode. The device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device could not be performed due to device being corrupted. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Although the observed risk (likelihood and severity) of this behavior is within the product risk management expectations, boston scientific has initiated a corrective and preventative action (CAPA) investigation. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior to assess possible solution opportunities to mitigate the potential for high impedance in the battery. Information gained through these efforts will be utilized to implement appropriate corrective action(s), as necessary.

Event description:
It was reported that this pacemaker device was found in safety mode. The device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. The device has been returned, and analysis completed.